Event description:
It was reported that a large volume folfusor underinfused during patient infusion via a peripherally inserted central catheter (PICC) line. The device contained 16g of piperacillin/tazobactam with a total volume of 300 ml. The device infused at a lower rate of 10 ml/h; however, after 24 hours the patient received approximately 150ml of solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.